Event description:
A patient reported experiencing pain in both forearms 2 weeks after using a one touch ultrasoft adjustable blood sampler for alternate site testing. On the day of the event, pt woke up with pain on both forearms. About 2 weeks later, pt saw physician after pain did not subside for 2 weeks. Physician treated pt with the anti-fungal drugs, clotrimaderm cream and terbinafine tab 250mg qd for three months for an unknown diagnosis. As of the next month, the terbinafine tab dose has been increased to 375mg qd for difficulty in breathing. Pt has been using acetyl salicylic acid as a blood thinner for an unknown condition. Blood thinners could lead to abnormal bleeding. Later that month, pt was started on the antibiotic retamicin for a systemic unknown infection. Pt has also been experiencing bilateral lower limb swelling of unknown cause. From the information provided, there is no evidence that a device-related serious injury did occur. Should no further information become available, lifescan inc. Will consider the matter closed.